Event description:
During surgery the screw head snapped off from the screwdriver. The surgeon used other screws for the procedure.

Manufacturer narrative:
Visual investigation showed that the screw head showed deformations in turn in and turn out direction which were caused by axial, bending and torsional overload. Due to these observations no proper picking-up was possible. Furthermore, the strong damages on the screw heads showed that the screw had been inserted into the bone before. All measureable dimensions were within the specified values. During investigation, no indication were found for any systematic, material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
During surgery the screw head snapped off from the screwdriver. The surgeon used other screws for the procedure.